Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No black circle could be verified and the full testing could not be completed due to the blank display. The insulin pump was received with broken battery tube threads, a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump was damaged near the battery cap and will not deliver insulin. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.